Event description:
This spontaneous case was reported by a consumer and describes the occurrence of urticaria ("rashes/hives / hives break out in constantly") and vaginal abscess ("abscess on the vaginal wall") in a 33 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced urticaria (seriousness criterion medically important), vaginal abscess (seriousness criterion medically important), pelvic pain ("pelvic pain"), pruritus ("itchy"), rhinorrhoea ("runny nose") and lacrimation increased ("watery eyes"). The patient was treated with flonase (fluticasone propionate), claritin 24hr allergy (loratadine) and cetirizine hydrochloride. Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered lacrimation increased, pelvic pain, pruritus, rhinorrhoea, urticaria and vaginal abscess to be related to essure administration. Quality-safety evaluation of ptc: for essure: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The most recent follow-up information incorporated above includes data received on: 17-jul-2023: nullification: upon receipt of follow up information this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. Imdrf-FDA synchronization. This non-medically confirmed, spontaneous case report refers to a 33-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and presented abscess on the vaginal wall and rashes/hives / hives break out in constantly (seen as rash urticarial). Both serious events due medical significance. Abscess on the vaginal wall is unlisted in the essure reference safety information while the other event is listed. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this device and abscess on the vaginal wall was considered unrelated. Regarding the event rashes/hives / hives break out in constantly. Essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. This case is not regarded as incident since no surgical intervention or hospitalization was reported. Other non-serious events were reported. The product technical analysis stated, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information could not be obtained.